Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2023 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid and bupiva caine via an implantable pump. It was reported that at a dye study appointment, the patient reported decreased therapeutic effect that had been going on for 2 months. At their last refill appointment on (B)(6) 2025, the healthcare provider (hcp) aspirated 25ml of drug from the pump instead of the expected 5ml. External factors included the patient having a fall at home on (B)(6) 2025. At the dye study on (B)(6) 2025, the hcp was not able to aspirate from the catheter access port. Fluoroscopy image showed that the tip of the catheter moved down 2 vertebrae from the original location. The hcp indicated a catheter revision was needed but the procedure had not yet been scheduled. The hcp decreased the patient's daily dose. The event had not been resolved.

Manufacturer narrative:
D9. The catheter was received for analysis on 2025-jul-30. H3. Analysis of the catheter identified a deformation in shape of the catheter body. Visual inspection identified there was damage to the transition tubing. Analysis identified a kink in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the patient symptom returned. Per notes, the patient had pump flipping in the pocket previously which required surgery. The physician was not able to complete a dye study since the catheter was not patent. They explanted 8780 model and replaced it with new 8780. The issue was resolved.